Event description:
It was reported that during an unk procedure, when the surgeon fired the device, no staples came out and the tissue could not be sewn. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.